Event description:
It was reported that the absolute stent was deployed without issue. Then a non-abbott stent was attempted to be placed distally. It would not cross the absolute. The non-abbott stent was removed. The implanted absolute stent was then noted to have bent distal struts. Flow was not affected by the bent struts, but the physician decided to perform post-dilatation. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absolute stent was implanted with no issue, suggesting that the noted stent damage occurred after implant. It is likely that interaction with the competitor stent delivery system likely contributed to the noted distal stent damage. It should be noted that the absolute 0.35 instructions for use (IFU) states, exercise great care with crossing a newly deployed stent with a guide wire, balloon or delivery system to avoid disrupting the stent geometry. In this case, post dilatation was performed (additional therapy/non surgical treatment) to crush the damage stent struts. The reported complaint appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.